Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a legal representative that they had ¿experienced numerous problems with and from his stimulator.¿ it was noted that ¿numerous attempts to regulate the spine stimulator¿ were made by a manufacturer representative. No additional information was reported; no complications were reported or anticipated. The patient¿s indication for device use was spinal pain.